Manufacturer narrative:
A gfe was sent to field representative regarding initial reporter, however, no name was provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance at 0 ohms. Technical services (ts) reviewed the reports and noted that there was a singular low out of range shock impedance value. However, ts noted that there were some intermittent low and high amplitudes. Ts provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.